Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2010, inratio: 7.2, lab: 5.7. Date: (B)(6)2010, inratio: 4.8, lab: 6.8.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6)2010, inratio meter = 7.2 inr, reference = 5.7 inr, mean = 6.45. A 4.8 inr has no corresponding inr result and is excluded from comparison test. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Both values are above 5.0 and not considered discrepant within the context of the documented variability for inr testing. Therefore, no further testing beyond the investigation is required at this time. Inratio precision data provided by end-user: date: (B)(6)2010, 1st inr = 7.2, 2nd inr = 6.8, mean = 7.00, sd = 0.28, %cv = 4.04. Since 4.04% cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time.